Event description:
Follow-up of report rsl MDR: 3007774465-2017-00002 (B)(6) wedge factors normalized to 10x10 field. A veterinary clinic used a contract service to help them with beam modeling. The user created the beam model using wedge factors calculated as wedge field normalized to the 10x10 open field. However, wedge factors to be entered in the raystation physics module are defined as wedge output divided by output for the same size open field. As a result, the beam model was incorrect for wedged fields for field sizes other than 10x10. The raystation definition is clearly described in the raystation labeling, but the user assumed that the definition was the same as for a system he/she had worked with previously. We do not know the extent of beam model validation or plan qa done by the clinic. 7 animal patients were treated with wedges using the incorrect beam model.

Event description:
Follow-up of report rsl MDR: 3007774465-2017-00002 (B)(6) wedge factors normalized to 10x10 field. Clinical incident (mistreatment). A veterinary clinic used a contract service to help them with beam modeling. The user created the beam model using wedge factors calculated as wedge field normalized to the 10x10 open field. However, wedge factors to be entered in the raystation physics module are defined as wedge output divided by output for the same size open field. As a result, the beam model was incorrect for wedged fields for field sizes other than 10x10. The raystation definition is clearly described in the raystation labeling, but the user assumed that the definition was the same as for a system he/she had worked with previously. We do not know the extent of beam model validation or plan qa done by the clinic. 7 animal patients were treated with wedges using the incorrect beam model.

Manufacturer narrative:
Raystation wedge factors are defined as wedge output divided by output for the same size open field. The wedge factor definition is clearly stated in the labeling (ref. Manual 1.6.2) and is also included in physics training.

Event description:
Report of use error. A veterinary clinic used a contract service to help them with beam modeling. The user created the beam model using wedge factors calculated as wedge field normalized to the 10x10 open field. However, wedge factors to be entered in the raystation physics module are defined as wedge output divided by output for the same size open field. As a result, the beam model was incorrect for wedged fields for field sizes other than 10x10. The raystation definition is clearly described in the raystation labeling, but the user assumed that the definition was the same as for a system he/she had worked with previously. We do not know the extent of beam model validation or plan qa done by the clinic. Seven animal patients were treated with wedges using the incorrect beam model. We currently have no information on the level of dose deviations.